Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized on (B)(6) 2019 due to high blood glucose level. The customer's blood glucose level at the time of incident was 600 - 625 mg/dl. The customer's high blood glucose treated with intravenous fluid. The customer was not able to troubleshoot because they were driving. The insulin pump will not be returned for analysis.